Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Customer also reported that a battery out limit occurred. Blood glucose level at the time of the incident was 204 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. Unable to verify battery out limit alarm due to button keypad anomaly. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked reservoir tube.